Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's symptoms had returned, with no improvement in pain since 2-3 weeks post device system implant. They also saw "some swelling over the pump". It was later reported that the actual residual volume was greater than the expected residual volume. Three weeks after pump replacement, they had expected 8.1ml in the reservoir and aspirated 18.1ml. The pt had underdose symptoms of increased pain. The physician opted to refill the pump with 20 ml of changed medication and have the 18ml of medication analyzed for medication contents/concentrations. Catheter issue was expected and diagnostic testing was to be performed. The physician decided to have the pt return in 2.5 to 3 weeks and remove medication and see if the same problems recurred. Pt however, had reported no change in pain relief from prior. The drugs infused via the pump were morphine and bupivacaine (marcaine). Additional info has been requested, but was not available as of the date of this report.